Event description:
A malfunction was reported on the pump by the caller, who noted no significant events prior to the issue. The malfunction code displayed was malf 0, with a related fault ID of 0x277d. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. The malfunction code could be reset, and although the caller had not reset the pump within the last 24 hours, they were provided with reset information by technical support. As the customer was not near their charger, they opted to attempt the pump reset independently and planned to call back if the problem persisted. The case was subsequently closed by technical support.